Event description:
The device was used during a laparoscopic bowel resection procedure. Reportedly, the knife disengaged. The surgeon used another instrument to complete the procedure. No pt injury reported.